Event description:
This letter is to inform you that this med watch form was returned to micro-med, inc. In error. Micro-med, is not a MFR of pedicle screws; as described in this report. I cannot offer an explanation as to how micro-med's name appeared on this form, but I can assure you that we do not mfg this item.